Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on insulin pump were stopped working. The customer¿s blood glucose level was 180 mg/dl. Customer stated that the numbers were not ramping on their own. Customer stated that the scroll bar was not moved with no input. Customer stated that there was no response from any button. Customer was advised to monitor the time display and they stated that the minutes did not change. Customer was not called back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reported that the screen was completely blank. Customer stated that the alarm occurred after the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Insulin pump buttons did not begin to work in less than five minutes without battery change. Customer was unable to try insulin pump with remote. The customer was advised to disconnect from insulin pump and to revert to back up plan per healthcare professional's instructions until the replacement pump arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify keypad unresponsive/button error alarm and time/clock anomaly due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.